Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed the high rbc (red blood cell) results on the quality control samples. The fse cleaned the rbc bath and apertures and replaced the wbc (white blood cell) diluent dispenser. The fse also cleaned the bsv (blood sampling valve) and aspirated bleach through the probe. (B)(4).

Event description:
Customer reported the rbc (red blood cell) test results for the quality control samples (5c cell control) were high when using the coulter lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.